Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a "dose too big" error alarm.

Manufacturer narrative:
The pump was received with a pump error 38. The fault was isolated to the motor. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current or self tests due to the pump error 38. The pump had a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.